Manufacturer narrative:
No serious injury alleged. Unit allegedly sparked when the battery pack was plugged in. Unit was approximately 3 months old at time of incident. Product has not been returned for an evaluation so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction. (B)(4).

Manufacturer narrative:
No serious injury alleged. Unit allegedly sparked when the battery pack was plugged in. Unit was approximately 3 months old at time of incident. Product has not been returned for an evaluation so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
When the battery pack was plugged into the unit, it allegedly sparked. No injury is alleged.

Event description:
When the battery pack was plugged into the unit, it allegedly sparked. No injury is alleged.